Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector on the preloaded johnson and johnson (jnj) intraocular lens (iol) had a warped tip and was unusable. The issue was noticed during handling of the device prior to insertion. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 24, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod fully advanced, and the plunger rod tip was damaged in a way that is consistent with damage that may have occurred during shipping. Viscoelastic residue was distributed through the entire length of the cartridge and the cartridge and cartridge tip showed stress marks. However, the stress marks were within specification damage for a used device. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected, and no issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.